Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous fixation procedure performed on (B)(6) 2022 for the treatment of prolapse. During the procedure, the dart came off the suture during placement in sacrospinous ligament. According to reports, the surgeon thoroughly investigated the anatomical location through additional preparation and digital examination. The suture dart, however, was not seen or felt. The procedure was completed with the original capio slim device and another capio suture. There were no patient complications as a result of the event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Block h6: device code a0501 captures that reportable event of dart detachment. Block h10: an examination of the returned device revealed that the capio device was inspected visually and functionally but no issue was found. Due to the lack of evidence, the reported complaints of "dart detachment of device or device component" and "device damaged/defective" were not confirmed. A visual examination of the returned capio slim device revealed that the 10 riveting pins were in place. No issues were noted with the catch and carrier, handle and the distal end. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per directions for use (dfu )/ product label. There was no issue noted with translation, wording, or graphics during the revision of the instructions for use /IFU. Based on all gathered information, the most probable cause of the reported issues cannot be established due to lack of evidence. Since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse events, no problem detected is selected as the most probable cause for the complaint.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous fixation procedure performed on may 17, 2022 for the treatment of prolapse. During the procedure, the dart came off the suture during placement in sacrospinous ligament. According to reports, the surgeon thoroughly investigated the anatomical location through additional preparation and digital examination. The suture dart, however, was not seen or felt. The procedure was completed with the original capio slim device and another capio suture. There were no patient complications as a result of the event.